Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rings of an unspecified coupler dislodged from the instrument. This occurred before completion of anastomosis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d1: brand name, d4 (catalogue, UDI), h6 (update codes), h11. H11: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.